Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The access vessels were small measuring 7-7.5 mm in diameter. The aorta was significantly tortuous and had multiple bends which made it take an "s" shape. It was reported that the distal main which was the second stent graft to be implanted deployed with its proximal portion partially misaligned. This section was within the proximal main and the physician did not want to pull back because he did not want to lose the overlap between the two stent grafts and did not want to have to sew a conduit in because of the small access vessels. The decision was made to gently balloon the stent graft up with a reliant balloon and not perform any further intervention. At the end of the procedure, there was no endoleak present. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results - small access vessels, tortuous aorta. Conclusions: small access vessels, tortuous aorta.